Event description:
This is a report from a consumer, with supplemental information from a nurse, in australia of peritonitis coincident with dianeal (unspecified) therapy. On an unreported date, the patient began treatment with dianeal, (doses, frequencies, and lot numbers, not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter technical service (bts), regarding assistance, the consumer stated that 'the home patient has peritonitis'. No further information regarding the peritonitis was provided at the time of the initial call. Additional information, dated (B)(6) 2012, was received by baxter (B)(4) as follows. The nurse reported the patient was treated for peritonitis due to touch contamination in september (exact date unspecified). The nurse stated, by the time the patient contacted the baxter global technical services, he was nearly recovered from the peritonitis. The nurse reported, the patient has fully recovered fully from the peritonitis and is continuing on peritoneal dialysis. No further information was provided at this time.

Manufacturer narrative:
(B)(4). Additional information: a labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. This complaint is for a report of an use error - breach in aseptic technique and serious injury (previously reported on initial MDR as peritonitis- no malfunction or use error) . The complaint is confirmed (previously reported on initial MDR as not confirmed) because the nurse reported a break in aseptic technique by patient described as touch contamination. However, an assignable cause could not be determined as it is uncertain why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is determined as no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.